Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on three patient samples. Of those three, one sample had erroneous na results that were reported outside of the laboratory. All results are in mmol/l. The patient had an initial na result of 126. This result was reported outside of the laboratory. The sample was repeated on another instrument and generated a repeat result of 142. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number of the na electrode in use was u48, with an expiration date of 01/31/2014. The field service representative found an issue with the reference electrode. He replaced the reference electrode and performed an ise check, which was successful. He also performed a precision run successfully. The customer ran calibration and qc and accepted all the results. The instrument was performing to specification.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. After changing the reference electrode, the instrument is working within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.